Event description:
A report was received that a pt had stopped receiving adequate stimulation. An attempt at troubleshooting revealed that the pt's paddle lead was exhibiting high impedances. An x-ray revealed that the paddle lead had migrated. The pt underwent a lead revision procedure, during which the physician discovered the paddle lead had been fractured around the suture site. The paddle lead was replaced and the pt is reportedly doing well.